Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 ext; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: dbs ext, model: 6371, UDI: (B)(4), serial:(B)(6), batch:9026100.

Event description:
It was reported patient's extensions were deterring and surgical intervention is pending to address the issue at a later date. No further information available.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2024 wherein the extension was de-tethered and ipg slightly repositioned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Notified on 04 feb the change of date.